Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in emergency room. Upon device interrogation, the implantable cardioverter defibrillator exhibited high, out of range, high voltage impedance. It was noted that the patient had a device change out procedure on (B)(6) 2018, and at that time, the impedance was in range. The device was reprogrammed. The patient was in stable condition.